Event description:
Reporter indicated a vns programming handheld screen froze. Troubleshooting did not resolve the issue. Good faith attempts to obtain additional information have been unsuccessful to date.